Event description:
During preventive maintenance (pm) by a getinge service territory manager (stm) on the cardiosave intra-aortic balloon pump (iabp), the iabp will not power on. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched because customer called in for a demand pm. The stm was not able to power on the unit. In order to power on the unit, the stm replaced the power management board. After powering up, the stm inspected the logs and was not able to find anything related to this complaint. Subsequently, the stm performed calibration, functional, and safety tests. The unit passed all tests and full pm was completed. The iabp was returned to the customer and cleared for clinical use.

Event description:
During preventive maintenance (pm) by a getinge service territory manager (stm) on the cardiosave intra-aortic balloon pump (iabp), the iabp will not power on. There was no patient involvement, and no adverse event was reported.